Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 580 mg/dl and a correction bolus was delivered to address the bg level. The customer did not know what caused the high bg level. A pump system check was performed and no device issues were observed. Reportedly, the customer had been using apidra insulin in the cartridge. The customer was aware that apidra was not labeled for use with the pump.